Event description:
Anesthetist accidently opened the filler valve on anesthesia vaporizer during a surgical procedure spilling enflurane onto the table top of the anesthesia machine. Condition was identified by the odor of the anesthetic agent and presence of liquid agent on the machine. The filler valve was closed and liquid agent was suctioned away. Concentration of enflurane vapor at the head of the operating table was, however, sufficient to overcome the crna and he lost consciousness. A second crna relieved the first. The case was concluded without further incident and neither the crna nor pt had an adverse outcome. In reviewing the incident it was determined that the filler valve on this type vaporizer could be opened unintentionally during routine anesthesia procedures. The MFR states "to date, in excess of 55,000 vaporizers have been distributed worldwide, with minimal similar reports." The machine was examined for malfunction and none was found. (*)